Manufacturer narrative:
Patient medications include but are not limited to: aspirin, betablockers. As lot number(s) were unavailable a UDI and device history review were not provided. Patient medications include but are not limited to: ¿ statin, betablocker, ace inhibitor. The information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2014, a patient underwent emergent treatment for an acute complicated dissection with mesenteric ischemia. The dissection extended from zone 3 to zone 13. The primary entry tear was located in zone 3 and covered. A conformable gore® tag® thoracic endoprosthesis (tgu404015) was advanced and implanted in zone 2, and extended down to zone 4. The left subclavian artery (lsa) was intentionally partially covered, and a non-gore stent was placed within the superior mesenteric artery (sma). The sma was reported to be patent at the conclusion of the procedure. On an unknown date approximately 10, 24, 381, and 616 days post operative the patient underwent follow up visits. Aortic enlargement within the treated aorta was reported on post operative day (pod) 381 and measured 53mm compared to 36mm as reported on pod 34. A type ii endoleak from originating from the lsa was reported on pod 381. Pod¿s 24 and 381 also note false lumen perfusion distal to the treated aorta. No additional procedures, or extension of the dissection were reported.